Event description:
Boston scientific received information that the patient with this implantable pacemaker noted episodes of syncope when he stands up. The patient noted a decreased blood pressure and noted that the device was reprogrammed the previous day. The patient suspected that his heart rate was slowed down. Boston scientific technical services (ts) advised the patient to seek medical care. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.